Manufacturer narrative:
Hardware low level failures alarm (variable info=3) confirmed in the pump history and during self test due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump hardware low level failures. Customer' blood glucose level was 11.5 mmol/l. Customer had pump error during self test. The insulin pump will be return for analysis